Event description:
There was an allegation of questionable sodium results between the cobas pure c 303 analytical unit and a cobas pro analyzer. Patient 1: cobas pure 303 = 152 mmol/l. Cobas pro = 141 mmol/l. Patient 2: cobas pure 303 = 135 mmol/l. Cobas pro = 127 mmol/l. Patient 3: cobas pure 303 = 148 mmol/l. Cobas pro = 139 mmol/l. The questionable results were reported outside of the laboratory and were questioned by physicians as the results did not match the clinical picture of the patients.

Manufacturer narrative:
The electrode lot number and expiration date were not provided. The field service engineer adjusted the pump pressure, cleaned the ise measuring path, ise cup, internal standard nozzle, and diluent nozzle, and replaced the vacuum and sipper nozzle. A precision check was performed by the customer and passed. The investigation determined the event was consistent with a maintenance issue.